Event description:
It was initially reported that the patient had a persistent seroma shortly after their pump was replaced. The healthcare provider wanted to confirm that there was no baclofen in the fluid around the pump; and was inquiring on where seroma aspirate could be sent to verify this. It was noted that they had tested the aspirate sample for beta transferrin and it was (B)(6). It was later reported that the patient had "lots of complications and multiple surgeries". Following pump implant patient had developed a seroma. The healthcare provider indicated that they make their patient's wear a binder after surgery, and this patient didn't wear one because he had bad kidney stones at the time; and the binder made him uncomfortable. The pump was placed subfascially on the left side. A physician on (B)(6) 2011 thought the patient had withdrawal symptoms. They attempted to access the port without difficulty, but they aspirated "a lot of bubbles and no baclofen". A catheter revision was performed the next day on (B)(6) 2011. At the time of the revision, the physician disconnected the catheter and cut a small piece of tubing; and reconnected the tubing to the pump. The physician couldn't see what was causing the issue. Following the revision procedure the patient was fine. Drug delivered via the device was lioresal 2000mcg/ml, 1332 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot# j0039907r, implanted: 2000 (B)(6), explanted: unk; catheter model: 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).